Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier with the incident lot was observed. To further investigate, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to poor barrier as all samples met specifications. The customer has indicated inadequate centrifugation time utilizing the fixed angle device. Guidance was provided as to recommended centrifugation requirements. The customer's practice as described is not covered by our IFU hence is considered off label use. A review of specimen handling parameters should be done for this tube type. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. On jun. 16, 2021, a complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Based on the investigation performed bd was able to confirm the complaint for poor barrier. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: customer is using the 5ml gold top tube and says that after spinning in a fixed angle centrifuge, the sample is not separating. They are still seeing blood at the top. Not sure if it's a user error or a tube error.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: customer is using the 5ml gold top tube and says that after spinning in a fixed angle centrifuge, the sample is not separating. They are still seeing blood at the top. Not sure if it's a user error or a tube error.